Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity and post spinal cord injury. On (B)(6) 2016 it was reported that the patient was exhibiting acute withdrawal symptoms after pump replacement last week. The symptoms came on suddenly. The hcp had aspirated from the cap (catheter access port) multiple times and got fluid back. A dye study had not been done. The hcp had not yet assessed the volume in the pump. The reporter was not aware of anything in the pump logs. The reporter was going to follow-up with the hcp to discuss doing further troubleshooting with the catheter, but the hcp was not agreeing with the reporter about the issue not being related to the pump so far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.